Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/22/2025 the user reported experiencing hyperglycemia with blood glucose (bg) levels rising to 327 mg/dl after a breakfast meal. The ilet was found to have insulin delivery paused, which was subsequently resumed. At the time of the call the user¿s bg was 199 mg/dl and trending downward. The user did not require medical intervention and no symptoms were reported.